Manufacturer narrative:
Please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim trivantage emg tube, 8229705). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op during the thyroidectomy procedure, after intubation the tube was not connecting with the nim device. The device was restarted but the defect remained, the cables were disconnected and reconnected again and the defect remained. The emg tube was used after opening a sealed package and there was no damage noticed in the product and the packaging. Then the tube was replaced and this one worked perfectly. The procedure was completed with backup product. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that the device and the packaging tray were returned in a large plastic bag. The ribbon was wrapped around the tube, and there were two pieces of clear surgical tape holding the ribbon and the tube together. There were traces of contamination observed at the back of the ribbon (white side of the ribbon). It was also observed that the flex circuit and the ribbon were creased when returned. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: 47.9 ohms (red), 94.4 ohms (red with clear tube), 72.6 ohms (blue), and 37.6 ohms (blue with clear tube); all electrodes out of specification. The device was connected to a nim system, and the distal end of the flex circuit was submerged in a saline solution for electrode/noise test. The electrode check passed and there was no excess noise recorded during the functional test. There was no intermittent behavior observed during the functional test and there were no issues recorded during the connection of the returned device to the nim system. Despite the failed electrical check, there were no issues observed during the connection of the tube to the nim, and therefore the complaint could not be confirmed. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.